Event description:
Customer's grand daughter reported that her grandfather's sugar "dropped", he was disoriented and "was talking out of his head" and she had to take him to local hospital. Customer's meter reading is not documented but a hosp meter reading of 46mg/dl is documented in the report. Customer's grandaughter reports that he was treated with a "solution through IV, given gatorade to drink", diagnosed with hypoglycemia and released a few hours after arrival. The meter has been requested for investigation. A replacement meter has been sent to customer.

Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted.